Manufacturer narrative:
Date of explant was inadvertently omitted from the initial report.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was no longer able to hold a charge. The patient's programmer was no longer able to communicate with their ipg as well. In turn, the patient lost therapy over time. As a result, their ipg was explanted and replaced. Surgical intervention resolved the patient's issue.